Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer received emergency medical assistance due to severe low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as a diabetic seizure. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be identified for call back. The insulin pump will not be returned for analysis.